Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove obstruction from speaker holes, gently clean area, remove and reconnect cartridge, and wait to resume insulin, but insulin did not resume and customer was not able to load new cartridge, so technical support planned follow-up to continue troubleshooting. After 2 hours, the customer was able to load a new cartridge, and the pump resumed normal operation. Cts informed the customer that the pump was likely exposed to condensation, humidity, or water. Cts provided tips for preventing altitude alarms. Caller acknowledged.